Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded 86 cfu comprised of the following 4 isolates: 1: positive cocci - micrococcus luteus, 2: positive cocci - micrococcus luteus, 3: positive cocci - paracoccus yeei, 4: negative rods - roseomonas mucosa. Study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 17/jun/2019. The duodenoscope was inspected by pentax medical service on 21/jun/2019. Inspection findings included the following: operation channel- primary mild scratch inside, passed dry leak test, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The device is currently at pentax pending repairs and resampling.